Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and inappropriate shocks. Upon x-ray review it was found that the lead had dislodged as the result of twiddler's syndrome and had coiled in the device pocket and right atrium. A revision procedure was performed wherein the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the lead will not be returned as it appeared to be fully intact at the time of explant and the physician did not request analysis; as such, it was discarded. There was no report of the inappropriate shocks leading to therapy exhaustion. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.